Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported the batteries needed to be replaced. No pt injury was reported.